Manufacturer narrative:
Additional information was received from author on june 07 2016: the cause of reported event is severe rv dysfunction. Lot 15409877 m003333.5 mm ez steer thermocool nav d-f ablation catheter was used in patient suffered rv laceration. All patients were required extended hospitalization and fully recovered. All patients had arrhythmogenic right ventricular cardiomyopathy and recurrent drug refractory ventricular tachycardia. The event did not result in the impairment of a body function or damage to a body structure. All complications were recognized risks associated with the vt ablation procedure. No complication was related to thermocool catheter. Patient demographic information: (B)(6) male.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products that were used during this study: carto; acunav 8f 64-element phased-array intracardiac echocardiography catheter. Other company¿s devices that were used during this study: bard transvenous 6f quadripolar catheter; boston scientific bi-directional closed irrigated ablation catheter. (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that one patient underwent radiofrequency catheter ablation for ventricular tachycardia (vt) and suffered an rv puncture during percutaneous epicardial access that was directed more anteriorly. Because of continued bleeding after percutaneous drainage in the setting of elevated pulmonary artery pressures, the patient underwent surgical repair with 2 sutures used to close the small laceration. At the time of surgical repair, the patient had concomitant epicardial cryoablation targeting the perivalvular epicardium based on unipolar endocardial abnormalities and ECG of induced vt. Repeat (B)(6) study after the surgical ablation was negative for inducible vt, and no recurrent vt was observed after 27 months of follow up. Biosense webster does not recommend the use of its devices in the epicardial space. Title: "long-term outcome with catheter ablation of ventricular tachycardia in patients with arrhythmogenic right ventricular cardiomyopathy" the purpose of this study was to determine the long-term outcomes of vt control and need for anti-arrhythmic drug therapy after endocardial and adjuvant epicardial substrate modification in patients with arrhythmogenic right ventricular cardiomyopathy. Suspected device is navistar thermocool ablation catheter. The awareness date for this complaint is 4/14/2016 because the article was reviewed on 4/14/2016.

Manufacturer narrative:
The device history record (DHR) for the lot number 15409877m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).